Event description:
The pt underwent an interventional procedure. The cardiologist attempted arteriotomy closure with a techstar xl 6fr. Device. The device was deployed and no needles presented. Fluoroscopy revealed that both needles were in the barrel. Needle backdown was attempted and was revealed by fluoroscopy to be successful, but the device could not be removed. The device was redeployed; both needles stalled in the barrels. Needle backdown was attempted for a second time. One needle backed down, the other remianed stalled in the barrel. The pt was taken to surgery for removal of the device and closure of the arteriotomy. Surgery was successful. The pt recovered without further incident. The vascular surgeon reported arterial tissue was found caught on one of the needles which prevented deployment and back down.